Event description:
On (B)(6) 2014, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm for carotid repair. Details of the event are provided below. A (B)(6) year old female pt, reported that she had a right endarterectomy angioplasty with cormatrix ecm for carotid repair on (B)(6) 2012. The pt reported that the initial procedure went fine; however, several months later, she noticed a bump on the side of her neck in the location of the patch. She reported that she did not feel right and knew that something was wrong. The pt reported that she had fallen at some point after the surgery (after bump was present) and had a concussion as a result. The pt felt that she may have lost her balance as a result of the aneurysm. The pt reported that her cardiologist later diagnosed an aneurysm at the site of the pt. In (B)(6) 2012, the pt had a re-operation to remove the patch and aneurysm. The repair was performed using a vein out of her leg. The pt reported that she now has a bump on her leg at the site of the vein removal, the second surgery took a toll on her, and she has not felt the same since.

Manufacturer narrative:
Add'l info regarding the surgical procedure and details related to the diagnosis and treatment of the adverse event was requested from the surgeon on (B)(6) 2014. However, the info has not yet been provided.